Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, to report an out of range signal for an unspecified duration patient experienced on (B)(6) 2015. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).